Manufacturer narrative:
The console was evaluated and the vfd display was found to be non-functional. The vfd display was replaced and the console passed all operational verification tests.

Event description:
A report was received regarding an issue encountered with the console. The report states that the upper display works intermittently and when the user presses on the display, it comes back on. There were no patient complications resulting from the issue.